Manufacturer narrative:
The device was received and evaluated. Blood was observed on the adhesive pad. There were no damages or defects found on the formed needle that would contribute to the reported bleeding/bruising. The cause of the reported bleeding/bruising could not be conclusively determined. A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 350 mg/dl. The patient reportedly bleeding and insulin leaking from the infusion site (hip/buttocks). The pod was worn for between 4 and 24 hours. As treatment, a manual injection of insulin was administered utilizing an insulin pen.